Event description:
It was reported that the patient presented for an implant procedure. It was noted after positioning the right ventricular (rv) lead during implant that there was no indication of impedance or r waves. No signal was observed on the pacing system analyzer (psa). An attempt to replace the alligator clip and psa cables was made but results were the same. The physician suspected a lead malfunction. The rv lead was extracted and replaced. There were no issues with the new lead. All test with the new lead were normal. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to sense and impedance problem were not confirmed. A complete lead was returned in one piece with the four tines intact. Visual and x-ray analysis did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.